Event description:
Unomedical reference number (B)(6). Event occurred in (B)(6). It was reported that, patient experienced dka (diabetic ketoacidosis) incident from 2022 due to faulty infusion sets. The event occurred on 01-feb-2022. The incident involved high blood glucose levels and under-delivery issues. The patient's blood glucose at the time of the incident was 20 mmol/l, which led to hospitalization. The current blood glucose value was unknown. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).